Event description:
Through nonspontaneous sources co learned that a morbidly obese female smoker with a history of meningioma died 5 days post op to a posterior spinal surgery using infuse bone graft and competitor's devices. The pt lost 500 cc of blood in surgery, which lasted 4-5 hours. Leg pain was noted pod 4 and venous doppler ordered and no dvt noted. Pt was discharged to home next day. Heparin was stopped at discharge. On pod 5, pt was taken from home to ER with crushing chest pain, coded in ER and could not be resuscitated. Pt was thought to have had massive pe or mi. No autopsy was performed. Although the operating surgeon and other medical experts do not believe the death was in any way related to the use of infuse bone graft or any other product, and the other risk factors probably were, co is reporting this out of an abudance of caution.